Event description:
This was the third pump to fail in the midst of pt care. I was moving the pump to a pole for ir procedure in CT, when the pump shutdown and gave me an error message of "improper shutdown". I did not turn off the pump, it did it by itself. This was the last pump. It had happened on a pt prior to this case (that name was given to (B)(6) to f/u on). But it had also happened on a pt at the end of my shift yesterday who sent to cath lab. I was trying to program the pump to hang heparin on a stemi pt. In the middle of programming, it shut down by itself and gave me the error message above. Three different pumps and three different pts in less than a 24-hour period. (B)(4).